Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable and no additional service information was provided.

Event description:
The customer reported that the system locked up. No patient injury was reported.